Event description:
It was reported that a syringe component broke during use.

Manufacturer narrative:
It was reported that a syringe component broke during use, stating that the component was "dry-rodded & very brittle." The type of procedure, the use of the syringe at the time of the incident, or the type of break that occurred weres not specified by the reporting facility. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.